Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, operating room staff encountered a repeated error 297 prior to the start of the case. Multiple power cycles were attempted with no resolution, and a hard cycle of the system did not resolve the error. Review of the system logs confirmed error 297 and a cascade of error 307. The staff elected to move the case to another system. The procedure was aborted to another da vinci prior to patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reprogrammed the tower and console via localhost:8649. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. The probable root cause is attributed to a software programming issue.